Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes are being transported off-label under high temperatures, thus resulting in clotted samples. There was no report of impact on the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670 there were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2 medical device types: gim d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes are being transported off-label under high temperatures, thus resulting in clotted samples. There was no report of impact on the patient or user.

Manufacturer narrative:
H.6. Investigation summary: lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Bd quality will continue to monitor sample quality complaints.